Manufacturer narrative:
The insulin pump was received with a broken off retainer ring, a missing display window cover, keypad overlay texture damage, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged on the reservoir cap area and the damage was getting bigger. Customer's blood glucose was under control and she stated that she has a back-up plan. Customer was advised that she should not use the pump. Customer was feeling bad due to acute herpes. Customer was explained the replacement procedure.